Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified artery below the knee. After a non-bsc introducer sheath and guide wire crossed the lesion, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was used to dilate the target lesion. The balloon was inflated twice at 10 atmospheres. However, the balloon ruptured on the 3rd inflation at 10 atmospheres for 120 seconds. The device was completely removed from the patient. The procedure was completed with a 1.5-20 coyotees balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).